Event description:
In 2007, the lay-user/patient contacted lifescan (lfs) alleging that the one touch ultra 2 meter is giving inaccurate erratic readings. According to the patient, he started noticing that the meter read erratically on the same day at 11:30 pm. The patient reported blood glucose results of "509 and 246 mg/dl" with a lifescan meter, performed within 10 mins of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <=20 mg/dl. The patient had symptoms described as "pulse was fast" sometime after the issue began. The patient increased his insulin dose of regular to 20 units. However, it is not known if the symptoms developed before or after the treatment. The patient reportedly did not require any further medical intervention. It would have been helpful to obtain the following information: frequency of testing, diabetes regimen, time and date of when the symptoms started, whether the symptoms abated after treatment, recent changes for diabetes medication changes; however, this medical affairs specialist was unable to contact the patient. During troubleshooting, the patient verified that he was using the correct testing technique, the punctured area was cleaned appropriately, the sample source was from an approved source, the meter was coded correctly, and the unit of measurement was correctly set to mg/dl. This complaint is being reported because the patient alleged he had symptoms that can be associated with hypoglycemia after obtain two high, erratic results. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report. The patient's gender, dob, and weight remains unk.